Manufacturer narrative:
Investigation outcome: the intellicuff device was reported to generate a persistent leak alarm during use, prompting a request for repair by hospital staff. Local service personnel performed a replacement repair of the intellicuff unit, after which the issue was no longer observed and normal operation was restored. No patient involvement or clinical impact was reported. No log files were provided, limiting further technical investigation and root cause determination. No additional complaints have been registered for this device following the intervention. Based on available information and absence of recurrence, the issue is considered resolved. This case is considered as closed.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Initial report.

Event description:
The following was reported to hamilton medical ag: the intellicuff device alerts for leakage and the pressure cannot be maintained. The issue did not result in any patient harm. Worst case low cuff pressure may be experienced as irritant for the patient. Also infected body fluids may enter the lungs and then a special pathogen treatment (e.g. H1n1, mrsa, mrgn) may be needed.